Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings: evaluation revealed that the black box shows two suspends post an ¿occlusion¿ alarm on (B)(4) 2014. There were no suspends or any eaw during the investigation, the keypad is undamaged and fully responsive. The pump was suspended and then resumed, the pump gave the appropriate ¿suspend/resume¿ alert and it was recorded in the history at the correct time. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.